Event description:
It was reported that the patient experienced phrenic nerve stimulation, the lead was capped and replaced. The patient was in good health post procedure.

Manufacturer narrative:
(B)(4).